Event description:
Customer reported that the buttons on the keypad are not working. The blood glucose reading is 79 mg/dl. The insulin pump will be replaced. Nothing further

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch. Insulin pump had cracked display window corner, broken belt clip slot battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Customer reported that the buttons on the keypad are not working. The blood glucose reading is 79 mg/dl. The insulin pump will be replaced. Nothing further .